Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the capio bullet separated from the suture. It was recovered in the cage of the device. Sample was discarded. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). No product device returned for investigation. The device history record of 3 of 4 batch numbers provided 02a0804236, 02f1002400 & 74c1501749 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lots in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The fourth device history record 74j1401959 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. (B)(4) was issued for the lot number in question regarding to comply with post-sterile strength testing in dc, even this ncmr the product was 100% inspected and released free of defects. No additional documents were reviewed as part of this complaint investigation.

Event description:
Alleged event: the capio bullet separated from the suture. It was recovered in the cage of the device. Sample was discarded. The patient's condition was reported as fine.